Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section d4: lot number, expiration date; section h4: device manufacture date; section h6: evaluation codes; section h10: narrative text. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis were not able to be performed. No applicable case imagery was provided for review. Lot history review revealed no other related complaints. Complaint history review revealed the occurrence rate for the complaint did not exceed the control limits for the applicable trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per the IFU and training manual for delivery system removal completely unflex the delivery system and retract the loader. More resistance is felt when removing delivery system through sheath. Ensure all residual fluid in balloon is removed after deployment. Maintain guidewire position in the aorta and pull the entire delivery system through the sheath. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again. Repeat as necessary. Patient injury could occur if the delivery system is not completely unflexed prior to removal. During sheath removal maintain guidewire position in aorta and remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during. During the manufacturing process, the commander delivery system components undergo multiple 100% visual and dimensional inspections. The final delivery system assembly undergoes visual inspection of the entire device. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed. Due to the unavailability of the device, the presence of a manufacturing non-conformance was unable to be confirmed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. During retrieval of the delivery system, the sheath tip was noted to be in a tortuous section of the vasculature. Retrieval of the delivery system in a tortuous area can create noncoaxial withdrawal angles between the delivery system balloon and the sheath tip, resulting in the delivery system balloon getting caught on the sheath tip and leading to the reported retrieval difficulty. Although a definite root cause was not able to be determined, available information suggests patient factors (severe access vessel tortuosity), in addition to procedural factors (non-coaxial withdrawal of the delivery system) may have contributed to the reported withdrawal difficulty. Although it could not be confirmed which device caused the access site injury, the withdrawal difficulties encountered with the delivery system and esheath may have contributed to the reported access site injury. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no:(B)(4) and manufacturer report no: (B)(4).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02734 .

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 16 fr esheath was inserted via a surgical cut-down in the right femoral artery. Severe tortuosity was noted, however no difficulty was reported during sheath insertion. Post balloon aortic valvuloplasty (bav), a 29mm sapien 3 valve was successful deployed with 4 ml less contrast than nominal volume. During the removal of the esheath and delivery system, the esheath tip was found to be caught in the tortuous area of the access vessel. Under x-ray, it also appeared that the delivery system balloon was caught at the tip of the esheath. There was some resistance, however the delivery system was able to be removed. After the removal of the esheath, the access site was found to have intimal damage and surgical repair was performed. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Severe access vessel tortuosity and mild calcification was reported. It could not be determined which device, the esheath or the delivery system, caused or contributed to the access site injury.